Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2025 a full system explant was performed so that the patient could pursue an MRI scan.

Manufacturer narrative:
There are no allegations or indications of any system or component failure and the patient stated receiving good pain relief from the system prior to explant. The reason for the MRI scan was not shared with the firm.